Manufacturer narrative:
(B)(4).

Event description:
It was reported the user found resistance between the needle and spring wire guide prior to patient use.

Event description:
It was reported the user found resistance between the needle and spring wire guide prior to patient use.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported the user found resistance between the needle and spring wire guide prior to patient use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one ra cath set for analysis. Definite signs of use were observed. Visual analysis revealed that the guide wire was unraveled towards the distal tip. Despite this, the distal weld appeared full and spherical. Additionally, the needle cannula and guide wire were analyzed for adhesive, and no adhesive was observed on either component. The outer diameter of the guide wire measured 0.442mm which is within the specification limits of 0.432mm - 0.457mm per the guide wire product drawing. The inner diameter of the needle cannula measured 0.0230" which is within the specification limits of 0.0226" - 0.0240" per the needle cannula product drawing. The guide wire was withdrawn to functionally test the needle cannula. Undue force was applied during this process, and the guide wire became separated. A lab inventory guide wire was threaded through the returned cannula, and the guide wire was able to pass with little to no resistance. Additionally, no resistance was experienced between the swg handle and chamber. Performed per IFU statement "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the guidewire is fully retracted, the tip of the guidewire is located at the needle tip". A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The customer report of an unraveled guide wire due to needle resistance was confirmed through investigation of the returned sample. Visual analysis revealed that the distal tip was unraveled. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0lb pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Despite this, the guide wire and needle passed all relevant dimensional and functional requirements. A device history record review revealed no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.